Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the catheters were causing leakage and a possible urinary tract infection. Unknown what medical intervention was provided for the urinary tract infection. Per follow up call on 22oct2021, customer stated that the catheters would loose grip and slip down and would stick themselves at the head of the penis. The urine would collect at the end of the catheter instead of moving into the hose of the leg bag. Customer had changed back to the natural catheter. Stated that customer had experienced rash and redness which was a self-made tourniquet from the velcro straps of a leg bag. Customer was using the tourniquet to prevent the head of his penis from retracting into the shaft. The rash was a result of the velcro rubbing on his skin. It was also reported that the customer had urinary tract infection with prescription medication from physician related to urine building up at the tip of penis. The urinary tract infection was about two weeks ago, and the latest doctor¿s appointment indicated the customer was well. Customer also suggested an air release valve be added to the tubing so that it could be released causing air to push the urine towards the bag and preventing urine from gathering at the tip of the penis.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheters were causing leakage and a possible urinary tract infection. Unknown what medical intervention was provided for the urinary tract infection.